Event description:
It was reported that the patient experienced a rise in blood glucose (bg) levels to 23 mmol/l (414 mg/dl) and ketones of 0.9 mmol/l they presented with symptoms of a headache and feeling unwell. The pod was worn on the leg between 25 and 26 hours. The patient went to the emergency room (ER) but had self-injected 8 units of insulin at home, his bg began to decrease, reaching 8 mmol/l during the ER visit. No medical treatment was administered by the ER staff, and the patient was discharged after 5 hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.